Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that there was a speaker malfunction. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
The device was sent to philips bench repair. A philips bench repair technician (brt) evaluated the device and found that the speaker was damaged due to a cut wire. The brt determined that the speaker required replacement. The device was operational after replacing the speaker. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue x3 indicating that the speaker was damaged. A good faith effort (gfe) was performed to clarify if the speaker produced sound, and it was provided that the device was completely out of sound. The device was not in use on a patient at the time of event, there was no adverse event reported.